Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via testing. A review of the downloaded log file spanned approximately 2 days (20feb18 and 20may21 per time stamp). All data prior to 20may21 is not relevant to this investigation. This data is from setting up the backup controller as the primary. Throughout the log, the controller was not connected to the driveline. On 20may21 at 10:32, the no external power alarm activated when the black cable was disconnected even though the white cable remained connected. This is consistent with a bent pin issue. This alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate ii system controller, serial pcx-15835, was functionally tested and when disconnecting the black power cable, a no external power alarm activated on the system monitor. A bent pin 11 was observed on the backup battery. The alarm resolved after the pin was straightened and the controller operated as intended. The controller was able to support pump function for an extended period of time. The root cause for the reported event was determined to be a bent pin. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's backup controller was being set up in preparation to become new primary. The patient was given a new controller and patient's controller was sent back for analysis and evaluation. The monitor displayed a "no external power" even though the controller was connected to the power module.